Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had not used the pump in the last three to four years as "it never worked." The physician had slowly decreased the pump medication and had not planned to remove the pt's pump due to concerns of the risk of infection. The pt's status was reported as "good." The medication being delivered via the device system was not reported. Additional information has been requested. A f/u report will be sent if additional information becomes available.